Event description:
It was reported that the atrial lead had insulation failure over the last few years. It was also noted to have low impedance measurements. The atrial lead was turned off and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.